Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) had premature battery depletion and the left ventricular (lv) lead had high threshold measurements. It was also noted that the right atrial (ra) lead had dislodged. After extraction of the lv lead, the ra lead experienced an increase in lead impedance and thresholds. The device and leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.